Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but the device was not returned. Correction: remedial action - recall box unchecked. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Event description:
It was reported that a 3.0 x 12mm nc trek balloon dilatation catheter (bdc) was observed to have a shaft separation prior to use. The shaft was separated into two pieces. There was no patient involvement with the device. No resistance was felt during removal of the device from the coil dispenser. A new device was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.